Event description:
The orsiro drug-eluting stent system was chosen for the treatment of a target lesion in the medial lad. The treatment was done on (B)(6) 2019 with excellent result. During recent ivus follow-up the stent looked like a stent struts were missing.

Manufacturer narrative:
Neither the complaint instrument nor the angiographic material was provided for analysis. Therefore no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the production documentation of the last three orsiro us lots that were delivered to the hospital prior to the event date verified that the instruments were manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no manufacturing or material related root cause could be determined.